Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to instability and loosening of the femoral component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that at some unknown date and some unknown hospital, the patient underwent a sigma fixed bearing cruciate retaining construct - the tibia was a titanium tibia, not cobalt chrome. All implants were removed and an rp tc3 construct was implanted. Doi: unknown. Dor: (B)(6) 2019. Right knee.